Event description:
The patient got up out of a chair and the stem spun around in the bone. This was the first 36+6 stem the surgeon had implanted and the surgeon would like to know if the taper lock worked correctly.